Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When surgeon tighten up the distal locking screw with the screwdriver, the tip of the screwdriver broke.